Event description:
A peritoneal dialysis (pd) patient reported that he noted a fluid leak after completing his treatment. No medical intervention was required and he has been able to complete all pd therapy.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.